Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation identified the following: the leading threads on the hex bolt were fractured, and the fractured portion remained in the acetabular shell. There was wear and tear consistent with use over a potential field age of approximately 7 years and 3 months. No other damages were noted. Record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI #: (B)(4). Concomitant medical devices: item # 00875706001/ shell with cluster holes / lot # 64630622.

Event description:
It was reported that during an initial hip procedure the surgeon had the cup on the inserter handle and was manipulating the cup past the hip capsule and the screw on the inserter broke off into the cup. A new inserter and new implant were used to finish the case. A 30-minute surgical delay was noted. Attempts have been made and additional information on the reported event is unavailable at this time.